Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the requirement of medical intervention. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16, using the pod 5 / page 44. Warning: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. Living with diabetes 9 / page 107. Advises: at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
The customer reported that he has to have plastic surgery on his arms. He was told by the doctor that the fat in his arm dissolved from injecting insulin from the pods. The plastic surgery is to fix the issue.